Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.

Event description:
Boston scientific received info that this right atrial (ra) lead was found to be dislodged at the predischarge check following implant. The pt implanted with this lead admitted to moving their arm above the head, which the physician felt led to the dislodgement. An invasive revision procedure was performed, and the lead was successfully repositioned. No adverse pt effects were reported during the procedure. All available info indicates that the lead remains in svc. As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided.